Event description:
Postoperative complications were reported in a retrospective study of 312 patients that underwent ventral cervical operation for a degenerative reason during a time period of 3 years (between (B)(6) 2006 and (B)(6) 2008). Products from multiple manufacturers were used to treat the patients. Fifteen patients had received a prestige artificial disc and 59 patients received a combination of a cage with a zephir plate. The patients underwent one and two level operations from c4 to c7. All operations were performed by the same surgeon at an interventional pain management ambulatory surgery spine center. All patients were treated with nonsteroidal anti-inflammatory medication for the first days and started with physiotherapy about 2 weeks after the operation. The first follow-up examination was between 2 and 3 weeks after the operation. It was reported that 104/312 study patients presented with persistent neck pain after surgery and showed symptoms suggesting zygapophysial joint pain. The patients were treated by a therapeutic medial branch block with triamcinolone and bupivacaine. 28 patients treated with the medial branch block had recurrent pain post medial block. These patients underwent further diagnostic and treatment techniques including radiofrequency neurotomy. It was reported that nine patients had a second operation because of unspecified adverse effects. The specific product used to treat the patient was not provided.

Manufacturer narrative:
Literature article citation: klessinger, stephan. The benefit of therapeutic medial branch blocks after cervical operations. Pain physician 2010; 13:527-534. The mean age of the study patients was (B)(6). There were 147 males and 165 females in the study. (B)(4). Multiple products were noted in the literature article. The adverse events noted were not associated with a specific product; therefore we are unable to determine the suspect device. Although it is unknown if any of our devices contributed to any of the reported events, we are filing this MDR for notification purposes. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.